Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a documented blood glucose of 75 mg/dl; the event occurred without alerts or alarms and the cause was unclear. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for self-treatment with oral carbohydrates, specifically two glucose tablets and a total intake of approximately 30 grams of carbohydrate, with no professional medical intervention, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and education provided to the patient. Investigation of this case revealed no device malfunction reported and no identifiable contributing factors from device performance. It was concluded that the event was user-managed hypoglycemia with unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.